Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately two years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a talent converter 2416126 was implanted due to inability to cannulate the contralateral gate of the aneurx bifurcated stent graft. A bypass was performed. An ultrasound was performed approximately three weeks ago and revealed that there was blood flow coming from the proximal portion of the bypass graft. No further information was provided. No additional clinical sequelae were reported.

Event description:
Films were received and reviewed as follows: films from 1-year follow-up show that the bifurcate was placed just below the renals. The stent graft od at the renals was 18 x 19mm; and 10mm lower measured 20mm; there was thrombus visible within the aortic body. The aneurx contra gate was bypassed; the gate ID was compressed down to 5mm in a narrowed portion of the aorta (21x24mm) which also contained calcification. The converter extended distally into the right common iliac. The maximum aaa diameter was 3cm. A fem-fem bypass graft was also visible; no obvious endoleak could be seen coming from the fem-fem. No other stent graft issues were seen. The cause of the cannulation difficulties was likely due to narrow and calcified anatomy.

Manufacturer narrative:
(B)(4). Results: lack of information (unknown cause of contralateral gate cannulation difficulty, vessel morphology was not provided). Conclusions: lack of information (unknown cause of contralateral gate cannulation difficulty, vessel morphology was not provided).

Manufacturer narrative:
Evaluation method: (film). Evaluation results: patient¿s condition affected effectiveness of device (narrow and calcified anatomy). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (narrow and calcified anatomy).